Event description:
The customer reported that the sys had mixed up saved images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive and the software upgrade were installed during the svc call. The sys was tested and found to be working as intended and put back into svc.